Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submuscosal dissection (esd) procedure performed on (B)(6) 2021. During procedure, the clip opened and one side was against the wound. When it was given a downward pressure on the other side to pre-pull the tissue, one side of the clip was severely bent and could not close. The clip could not be remove and got stuck in the scope. The physician deployed the clip to allow the clip and delivery device to separate and finally, the clip was removed from the colonoscope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: medical device code a150208 captures the reportable event of clip could not be removed and got stuck in the scope. Block h10: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and without its over sheath. Microscope examination was performed, and it was noted that the device was cut on the distal section of the catheter. No other problems with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During procedure, the clip opened and one side was against the wound. When it was given a downward pressure on the other side to pre-pull the tissue, one side of the clip was severely bent and could not close. The clip could not be remove and got stuck in the scope. The physician deployed the clip to allow the clip and delivery device to separate and finally, the clip was removed from the colonoscope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.